Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, one triclip was successfully implanted in the antero-septal region. During deployment of the second triclip, an attempt was made to position the clip in the antero-septal region adjacent to the first triclip. This resulted in worsening of tr, so the deployment position was changed to the postero-septal region. At this site, leaflet grasping was challenging due to the tethered leaflets, and the clip interacted anatomically with the chordae. A piece of chordae was observed to be floating post troubleshooting to remove the clip from chordae. The first triclip was observed to be tilted. According to the physician, the tilt was attributed to rupture of the lateral leaflet. The procedure was concluded with removal of the second triclip from the anatomy. Post-procedure, tr worsened beyond baseline to grade 5. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the device damaged by another device (dislodged) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device dislodged is related to procedural conditions (lateral leaflet ruptured during positioning of another clip). The reported poor imaging is related to procedural conditions (imaging worsened over time), per case details. The reported tissue injury and tricuspid regurgitation are also related to procedural conditions (damage from additional clip). The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip g4 instructions for use, are known possible complications associated with triclip g4 procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.